Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device revealed that the coil delivery wire was found to be broken/fractured and the main coil was kinked. During functional testing, the coil was advanced through the introducer sheath with friction. The coil had to be retracted to complete analysis. Based on the information currently available, it is probable that some procedural factors encountered during the procedure limited the performance of the coil contributing to the observed and reported damages (kink, sheath friction). Information available indicated that when friction was felt at the catheter hub during use and force may have been applied to the device leading to the analyzed coil delivery wire break. Based on the information currently available, an assignable cause of handling damage will be assigned to this event.

Event description:
Analysis of the returned device noted that the coil delivery wire was broken. No consequences to the patient were reported.